Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. During the revision, the polyethylene tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up is being filed to relay that this report is for a device that is not cleared for distribution in the united states. This medwatch should be considered void.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - unknown. Initial reporter phone number: (B)(6). 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿